Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the cuff was not holding air/pressure and an emergency trach change was performed. There was patient involvement and no harm reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received without its original packaging, decontaminated and inside in a plastic bag. Per visual inspection, it was detected that the trach has hole in the cuff, which could cause the cuff to lose pressure. The complaint was confirmed. The most probable root cause is that damage occurred after the product left the facility. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.